Event description:
It was reported that multiple, intermittent malfunction alarms occurred after completing the load process. Customer's blood glucose (bg) level ranged between 48 mg/dl and 250 mg/dl. The cause of the low bg was unknown. Carbohydrates was consumed to treat the low bg level. Reportedly, the customer will continue to use the pump for insulin therapy.